Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was leaning over the bed wiping grass off of the bed with her hand and then heard a "gurgling/burping" sound come from her pump. She did not feel pain, but then she heard an alarm. She stopped what she was doing and called her boyfriend to the room. She got the alarm again with the gurgling sound and she stated that it hurt a little. They decided to switch her to battery and when the white cable was disconnected, the pump alarmed again and she saw a red heart on her system controller as well as get the continuous loud audio alarm. When her boyfriend looked at the display module, there was a message that stated "communication error". The patient remained on battery power all night. The patient came to the clinic the next morning and brought in her patient cable, because she did not notice that one of the connector holes looked back compared to the other. The hospital was obtaining an x-ray of her driveline. The patient said that during her first year of having the pump, she did "snag" her driveline while going down a slide, which compromised the covering of the driveline and exposed the wires. There was repaired with rescue tape. The patient reported that there have been lightening storms at night in the area this week. The vad coordinator was advised to replace the patient's 20' patient cable.